Event description:
Caller reported a potential false negative urine hcg result from one patient. Patient was tested twice with hcg combo device sp brand rapid test and results were negative vs. Positive quantitative result. Female patient went to ed (initial reason unknown) and was tested using hcg combo device sp brand rapid test with a negative result. Pregnancy was suspected so a serum sample was quantitated - results reported at 34 miu/ml. Same urine sample was repeated in the lab and was negative at 3 minutes, but a faint line began to appear at approximately 4 minutes. Date of patient's last menstrual period and medical history unknown.

Manufacturer narrative:
Investigation pending.